Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter read inaccurately erratic and also that there were results missing from the meter memory. The complaint was classified based on customer care advocate (cca) documentation. The reporter could not specify when the meter issues occurred however detailed that the patient obtained results of ¿in the 50mg/dl range and over 300mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with an insulin pump. The reporter claimed that the patient was administered an unknown dose of novolog insulin, but could not specify when. The reporter detailed that ¿thirty minutes¿ after the alleged meter issues occurred, the patient developed symptoms of feeling ¿disorientated and shakiness¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. There was no apparent misuse of the meter and it was not the first time it had been used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issues occurred.